Event description:
It was reported that the customer was admitted in the intensive care unit due to diabetes ketoacidosis and high blood glucose of 565mg/dl, and she was treated with an insulin drip. Troubleshooting was performed. Assisted the caller to run a fixed prime test and the insulin did exit. Performed a high pressure test and passed. Advised the caller to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.